Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at one and several stent struts are lifted. Microscopic analysis revealed stent imprints on the balloon surface indicating that the stent was initially crimped centered on the balloon. The balloon shows clear signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against the application of negative pressure prior to placement of the stent across the target lesion.

Event description:
The orsiro drug-eluting stent system was selected for use. During device introduction into the y-connector the orsiro stent dislodged from the balloon.